Manufacturer narrative:
The reported complaint of a leak could be confirmed from the video provided. However, without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. No lot given for a device history lot review.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a 17" (43 cm) appx 5.4 ml, bifuse add-on set w/chemolock¿, 3 clamps (blue, 2 white), dry spike adapter where the customer reported that the device leaked chemotherapy medication (topotecan) during patient use. The customer stated that fluid was leaking in between the spike adapter and the luer lock of the set. Patient was attached to the IV line with the chemo attached. The patient experienced initial anxiety due to loss of drug dose. Chemotherapy dripped on to the IV pole and the floor. There was no physical damage noted on the device prior to use. Non-touch exposure to patient and healthcare provider. The chemo spill was cleaned per facility policy using the spill kit. A new bag of chemotherapy had to be sourced, line replaced and then treatment resumed. The event was noted when the nursing staff noticed the dripping of chemotherapy right under the blue chemolock on the bifuser. There was patient involvement, delay in therapy but harm was not reported as a consequence of the event.